Event description:
The product was used during a hernia repair procedure. Reportedly, the cartridge would not remain seated on the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
7/16/1998- supplement #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.